Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("pain from migrated implants"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("heavy and abnormal bleeding/unusual bleeding/heavy bleeding") in a (B)(6)-year-old female patient who had essure (batch no. B97485) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy (cholecystectomy (2006),) in 2007, gastric bypass (hospitalized for gastric bypass had similar problem (B)(6) 2014. Gastric bypass roux-en-y laparoscopic ((B)(6) 2012) on (B)(6)2012, gravida ii in 2006, parity(B)(6) 2006; (B)(6) 2010) in 2010, gallstones, irritation skin, mass excision, trouble falling asleep (trouble falling and staying asleep x 3 months asleep right now), panniculus on (B)(6) 2013, dyspnoea exertional (slight sob right now), diaphoresis (admit date: (B)(6) 2014, discharge date: (B)(6) 2014), near syncope (admit date: (B)(6) 2014, discharge date: (B)(6) 2014), faint, loss of consciousness (admit date: (B)(6) 2014, discharge date: (B)(6) 2014), sweaty, abdominal operation, cesarean section (last delivery), vaginal delivery, thrombophlebitis of the leg, menorrhagia (admit date: (B)(6) 2014, discharge date: (B)(6) 2014), vaginal bleeding (admit date: (B)(6) 2014, discharge date: (B)(6)2014) and allergic reaction to analgesics. Patient did not have allergic to nickel or any other component of essure. Previously administered products included for an unreported indication: nuva ring. Concurrent conditions included obesity (bmi -(B)(6)), skin lesion (1 cm excess skin noted along left medial 5th digit since birth(location: on right 5th digit)), subcutaneous bleeding (skin lesion bleeding), upper extremity mass (she says that at birth at harbor-ucla it was attempted to be removed but it was only partial.), rheumatic heart disease, bruising of leg, walking difficulty, disorientated, fatty liver, varicose veins, anemia, hand fracture (associated symptoms include pain, swelling and stiffness. Limb swelling and joint stiffness- metacarpal head of the long finger), non-smoker and iron deficiency anemia. Family history included diabetes (father), hypertension (mother, father), coronary artery disease (father), breast cancer (paternal aunt), benign essential hypertension (father, mother, sister) and ischemic heart disease (father). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 12 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant) with abdominal pain, abdominal pain lower and pelvic pain. On (B)(6) 2016, the patient experienced menometrorrhagia ("irregular and prolonged menstruation") and menstrual disorder ("unusual periods"). In 2016, the patient experienced dyspareunia ("pain during intercourse/ painful sex"). On (B)(6) 2017, the patient experienced uterine haemorrhage (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced medical device pain ("pain from migrated implants"), dysmenorrhoea ("severe menstrual pain"), abdominal distension ("bloating"), hormone level abnormal ("hormonal fluctuations"), anaemia ("severe anemia"), migraine ("severe migraines") and treatment noncompliance ("she did not used birth control or contraception at any time following your essure placement procedure"). The patient was hospitalized on (B)(6) 2017. The patient was treated with iron preparations. Essure treatment was not changed. At the time of the report, the device dislocation, uterine haemorrhage, genital haemorrhage, medical device pain, dysmenorrhoea, menometrorrhagia, abdominal distension, dyspareunia, hormone level abnormal, anaemia, migraine, menstrual disorder and treatment noncompliance outcome was unknown. The reporter provided no causality assessment for treatment noncompliance and uterine haemorrhage with essure. The reporter considered abdominal distension, anaemia, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, medical device pain, menometrorrhagia, menstrual disorder and migraine to be related to essure. The reporter commented: she was not allergic to nickel or any other component of essure. Plaintiff is scheduled to undergo a hysterectomy to remove the essure. She had not removed essure (or any part of the device). She did not claim that she experienced a hypersensitivity reaction to nickel or any other component of essure. She did not claimed essure caused or aggravated any psychiatric and/or psychological condition. The catheter was retracted and outer coil noted. 4-5 remaining coils were counted. She did not had any complications or problems that occurred at the time of her essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Computerised tomogram thorax - on an unknown date: negative hysterosalpingogram - in (B)(6) 2014: fallopian tubes were occluded ultrasound doppler - on an unknown date: negative ultra sound ordered with normal. MRI: this revealed bone edema around the third metacarpal head and also discontinuity of the proximal attachment of the radial collateral ligament of the third metacarpophalangeal joint. On (B)(6) 2014 hsg test: bilateral micro-inserts in satisfactory position. Bilateral fallopian tubes occluded. On (B)(6) 2017 surgical pathological report: the specimen consists of an aggregate of red brown soft tissue admixed with blood, measuring 2.5 x 1.7 x 0.2 cm. Concerning injuries reported in this case the following one/ones were described in patient medical records: uterine hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical records received: reporters details added. New events were added as she did not used birth control or contraception at any time following your essure placement procedure, uterine hemorrhage added from medical record. Pelvic pain added as symptom. Historical, concomitant condition and drugs were added. Relevant tests and diagnostics were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.